Manufacturer narrative:
Medical devices continued: 429888 lead implanted (B)(6) 2014, dtba1q1 crt-d implanted (B)(6) 2014 product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing at the highest sensitivity setting during atrial flutter. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.